Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the product was received in two parts. The breakage occurred at the distal tip closer to the proximal end of flute. The drill bit did not show signs of wear and tear. Tabulated product was reviewed during this evaluation. The drill bit is made from (B)(4) stainless steel which is an appropriate material for a drill bit. The design is a standard two flute design, with appropriate heat treatment and passivation. The drill bit is designed to drill a hole of ø2.0mm diameter to provide passage for 2.7mm screws. Since both pieces were returned, when both parts were placed together, it is evident that the product was bent over 30 degrees and excessive force caused the product to break. The drill bit is not intended to be bent to such degrees. Therefore, this complaint is invalid from a design perspective. Date of event reported on initial but date of event is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name hsz. Device is an instrument and is not implanted/explanted. A review of the device history record revealed no complaint related anomalies. The device history record shows lot# 7633929 of 2.0mm drill bits was processed through the normal manufacturing and inspection operations with no rework noted. One (1) drill bit was scrap at final inspection for cosmetic reasons. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (7614911) met all specifications with no anomalies noted the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During re-stocking a sterile processing worker reported a broken drill bit in an unopened package. No patient involvement this is report 1 of 1 for (B)(4).